Event description:
The customer received questionable results for an unknown number of assays and patient samples. Data was provided for three patient samples. Patient sample 1 initial glucose result was 47.7 mg/dl. The sample was repeated and the results were 89.4 and 74.7 mg/dl. On (B)(6) 2012, patient sample 2 initial uric acid result was 0.2 mg/dl. The sample was repeated and the results were 4.9 and 8.8 mg/dl. Data was provided on (B)(6) 2012 for patient sample 3. The initial ion selective electrode (ise) sodium result was 117 mmol/l. The sample was repeated and the result was 134 mmol/l. The actual date of testing was not provided. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The glucose reagent lot number was 667113. The uric acid reagent lot number was 661555. The sodium electrode lot number was not provided. The expiration dates were not provided. The field service representative checked the analyzer, checked for evidence of alarms and ran precision testing. He exchanged the sample probe and discussed with the customer the correct sample cup to use. The analyzer was performing to specification.

Manufacturer narrative:
This event occurred in (B)(6).